Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 598 mg/dl and a bolus via the pump was used to correct. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer declined to provide the backup method of insulin delivery.